Event description:
Related manufacturer report number: 2017865-2024-03717. During follow-up, noise resulting in oversensing and automatic mode switch were observed on the right ventricular (rv) and right atrial (ra) lead. Provocative testing was performed and noise was reproduced. Rv and ra lead damage is alleged, although not confirmed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads along with automatic mode switch episodes on the ra lead. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated x-ray imaging was performed and revealed no anomalies. The event was resolved by reprogramming the device. The patient will be monitored.

Event description:
Additional information was received that there is suspected insulation damage.